Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l information will be submitted within thirty days upon receipt.

Event description:
A female patient with bmi 27.12 kg/m2 was enrolled in the study in 2007 with 1-vessel disease. The pt's medical history includes hypertension, diabetes mellitus, previous mi, and past smoker. The main indication for the intervention was stable angina pectoris. The target lesion was de novo and located in the mid right coronary artery (rca). The reference vessel diameter was 2.9mm and the lesion length was 15mm. The lesion was classified as type b1. The lesion was not bifurcated or ostial. Pre-procedure diameter stenosis was 60%. The lesion was not pre-dilated. A 2.5 x 33mm cypher select plus stent was electively implanted at 14atm. The stent was not post-pilated. Post-procedure diameter stenosis was 0%. At the one month follow-up, the pt had angina pectoris. Aspirin and clopidogrel treatment was ongoing at this time. A re-pci was conducted at this time. Target vessel was unk. The event was graded as unrelated to the implanted cypher stent.